Event description:
It was report that ongoing intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level that was displayed as "high"; a specific value was not provided. The customer was treated in the ICU intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.